Event description:
2 of 2, reference documenting pump, it was reported that cadd solis vip pump alarmed no disposable, pump won't run. Patient was taken to hospital for medical treatment.

Manufacturer narrative:
Other text: b5) additional information was received indicating that the event occurred at beginning of treatment. Device evaluation: one device was returned and visual inspection revealed seal and housing intact. Upon inspection, we received from the customer the cassette that was in use at the time of the event, along with the pump, and connected it to this pump, which confirmed the occurrence of the no disposable alarm, caused by the cassette, since there was no problem with the pump function. As preventive action, replaced the downstream sensor and the upstream sensor re-calibration., corrected data: e1, e2) patient initials and age updated.

Event description:
Additional information: alarm began at start of treatment. The infusion life sustaining because she is pah patient.